Event description:
A pt called to report they were prescribed acuvue advance contact lenses with hydraclear and said they were told that they could wear these lenses as an overnight lens for 2 weeks continuous wear. They said they wore the lenses daily wear and experience discomfort and redness ou. They said they used an otc eye drop and did not advise their ecp of their symptoms. They said they slept in the lenses one time and the following morning the lenses were stuck to their eyes. They said tried saline drops unsuccessfully, and removed their lenses and experienced pain. They went to an ER and was told they "removed 5 layers of their cornea." They said they used an otc medication, "similasan for pink eye" drops that day and without relief. That evening they went to a local ER and was told they had removed "5 layers of their cornea in each eye. They said they were given a prescription for voltaren and tobramycin eye drops. They said 2 days later they saw an opthalmologist and was told they had an infection in both eyes. They were given a rx for zymar. The pt said they were recently told that they have a 15% vision loss in both eyes but it is improving. They also said they were told that they may have had a reaction to the medication prescribed by the ER physician.